Manufacturer narrative:
Patient information requested.

Event description:
The customer reported that the ventilator alarmed with da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed vent inop occurrence. The customer reported there was no patient harm.